Event description:
The customer reported the ventilator failed pre-operational testing due to an oxygen supply pressure test failure. If the oxygen pressure is out of specification while the device is in use in normal ventilation mode, it will alarm to alert the user and continue to ventilate using an air source. Loss of the oxygen source during use may be detrimental to a patient. The manufacturers field service engineer replaced the sensor pcb board to complete the repair and address the reported problem. Final testing was completed to operating specifications.